Event description:
Per customer, rotor pieces escaped from the instrument during normal run, a shield was installed. The lid was not latching and broken pieces of the rotor escaped the centrifuge. There was no reported injury to the user.

Manufacturer narrative:
Customer reported that pieces of the rotor escaped the statspin centrifuge due to the lid latch not being locked. No injuries reported.